Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and reported the circuit pressure transducer failed calibration testing. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator; the device fails the leak test and is autocycling. The customer reported there is no patient involvement associated with the event.